Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 500mm. The incident occurred in (B)(4). The s5 scp erc 500mm was returned to livanova (B)(4) for investigation. The first visual inspection at the manufacturing site did not show any damage on the clamp, the internal cables or connectors and there was also no visible damage noted on the pcb's. During further functional testings, the reported issue could be duplicated and a defective microcontroller could be identified as cause of the reported error messages. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp/ 500mm was causing an error code during priming. There was no patient involvement.